Event description:
Info was received that this lead was surgically abandoned due to infection. The lead had also displayed high pacing thresholds. There were no additional adverse pt effects reported.